Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm. The insulin pump passed the displacement, rewind, basic occlusion, priming, no delivery and motor tests. The device had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call hospitalization and motor error alarm. Customer's blood glucose level was 349 mg/dl. Customer experienced high blood glucose, large ketones and was hospitalized as a result. Troubleshooting for motor error alarm was performed. Customer received motor error alarm 3 times in the last 30 days. Customer was unable to complete the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.